Event description:
Pt's family member called lfs on pt's behalf alleging that pt's one touch ultra meter would prompt the "apply sample" message. The pt neither alleged harm nor experienced injury or medical intervention. Pt decided to visit pt's physician to have pt's blood glucose level tested and for other health related issues. No treatment was administered. The customer service representative walked pt through troubleshooting and the issue was not resolved. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.